Event description:
The manufacturer representative reports a catheter revision due to a leaking catheter. No symptoms were reported. The exact date was not reported. Additional information has been requested, but was not available on the date of this report.